Manufacturer narrative:
The following field has been updated with corrected information: b.3. Date of event: date of event is unknown. The date received by manufacturer has been used for this field. B.5. Describe event or problem: it was reported that 325 bd vacutainer® sst blood collection tubes had air bubbles in the gel. There was no report of patient impact. The following field has been updated with additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 06-feb-2024. H.6. Investigation summary: bd received 180 tubes from lot 3179643 and 106 tubes from lot 3059229 for investigation. Returned samples from lots 3059232 and 3119643 were not received. The samples were evaluated by visual examination, and gel air bubbles were observed. Additionally, 800 retention samples (200/lot) from bd inventory were visually examined, and gel air bubbles were observed. Complaints for sample quality are under statistical control for the month of december 2023. If complaints for sample quality reach an action level, additional testing may be required. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for gel air bubbles. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that 325 bd vacutainer® sst blood collection tubes had air bubbles in the gel. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd received the following samples for investigation: lot 3059229 (73 tubes), lot 3179643 (130 tubes), lot 3059232 (17 tubes), and lot 3119643 (38 tubes). The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, 800 retention samples (200 per each lot) from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that 325 bd vacutainer® sst blood collection tubes had air bubbles in the gel. There was no report of patient impact.

Event description:
It was reported that 327 bd vacutainer® sst blood collection tubes had air bubbles in the gel. There was no report of patient impact.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3179643. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 12-jul-2023. Quantity: (B)(4). D4. Medical device lot #: 3059229 . D4. Medical device expiration date: 29-feb-2024. H4. Device manufacture date: 12-apr-2023. Quantity: (B)(4). D4. Medical device lot #: 3059232. D4. Medical device expiration date: 29-feb-2024. H4. Device manufacture date: 12-apr-2023. Quantity: (B)(4). D4. Medical device lot #: 3119643. D4. Medical device expiration date: 30-apr-2024. H4. Device manufacture date: 24-may-2023. Quantity: (B)(4). E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.